Manufacturer narrative:
B3: it was reported that the event occurred (B)(6) 2023 / (B)(6) 2023. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had increased upstream occlusion alarm frequency post-implementation of software update and alarmed air in line. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.